Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The sleeve's insufflation port and stopcock lever were securely fastened and had enough friction to prevent unintended movement. Upon eval, the device was pressure tested. The sleeve showed no signs of leaking when tested by itself. When the obturator was inserted into the sleeve, there were signs of leaking. The device history record was reviewed an no discrepancies were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy the device leaked at the port or seal. Another device was used to complete the procedure. There was no pt injury.